Manufacturer narrative:
Unit received with failed battery test and had high sleep current due to moisture damage on electronic and motor assemblies. Pump error alarmed during self test due to moisture damage found on the j6/pcba1 connector.

Event description:
The customer reported via phone call that the insulin pump had a battery failed alarm. The blood glucose was 140 mg/dl. The device will be returned for the analysis.